Manufacturer narrative:
Model number/catalog number: sc-2352-50,serial number: (B)(4),batch/lot number: 5002600,model/catalog description: linear 3-4 lead 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the leads were brought down a vertebral body to capture foot pain. The patient was doing well postoperatively.